Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt was referred for catheterization for abnormal cv function study and dyspnea. After pre-dilatation, a 3.5 x 28 mm promus was implanted in the mid rca and a 3.5 x 28 mm promus was implanted in the proximal rca; however, the angiographic results identified a 95% stenosis in the proximal rca and a 95% stenosis in the mid rca. Nipride was given for no reflow occurring in both stents. Re-intervention was done on both lesions. The proximal rca was treated with another company's balloon, another company's aspiration catheter, another company's thrombectomy catheter, and another company's balloon. The mid rca was treated with another company's balloon. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Thrombosis, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily as indication of a product quality deficiency. In this case, the thrombus was treated with medications and additional non-surgical re-intervention. Although a conclusive cause for the reported pt effect, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The 3.5 x 28 mm promus (lot unk), is being filed under the same MFR#.